Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the right atrial (ra) lead exhibited high impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.